Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds measurements. The lv was successfully replaced. No additional adverse patient effects were reported.